Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. There were no issues detected with the operation of the machine. The system met amo specs. The system has continued to be used without any further reported incidents. The technician tested customer's handpieces and found one handpiece failed the continuity test and had confirmed the handpiece ground fault error. The service technician noted the horn of handpiece was damaged. The handpiece was replaced. In addition, the field service engineer instructed clinic on product for cleaning and care of handpieces. The handpiece is anticipated to be returned. Upon receipt, a full analysis of handpiece will be conducted and a follow up medwatch report will be sent with the analysis of findings outlined. No add'l info was provided.

Event description:
The clinic reported prior to starting a cataract procedure, the machine displayed a warning message indicating phaco subsystem inoperative. The clinic was able to restart the machine but it failed during the priming and tuning cycle. The clinic's biomedical engineer reported when checking the machine, the error log indicated a handpiece ground fault error. Although the event occurred at set up and procedure had not commenced, the pt had already been given IV sedation. The case was ultimately rescheduled. There was no pt injury reported.